Event description:
It was reported that during an unk procedure, the surgeon who reported that a 10mm disposable clip applier (ER 320) malfunctioned during a case earlier today. He said that it was the same problem that he¿s previously reported where the clip did not close down properly and so when he removed the device, it tore a little bit of the tissue that he was on. He handed off that instrument and they opened another er320 for him to use. The second device operated properly and as expected, and the surgery proceeded with no harm to the patient. He commented that if he had been on a more sensitive vessel, it could have led to a much more troublesome delay and significant consequence to the patient. He is really concerned about this issue happening more and more. There was no patient consequence reported.

Manufacturer narrative:
(B)(4) date sent: 4/23/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: how did device not work? Surgeon described that the clip did not close down properly. Then, when he looked at the distal end, the clip appeared to be crooked in the chamber. As a result, when we would pull the instrument back off the tissue, it was stuck and would pull the tissue and/or tear it. Did device jammed (not fire clips)? The clips came out of the chamber, just not properly, so I assume that is different than a jammed instrument. Did device not feed clips? Clips were fed but not properly did device drop or eject clips? Not sure I understand the question, but clips were not dropped or ejecting from another place on the device. Did device sideways feed clips? Yes did device fire malformed clips? Yes did device fire scissored clips? They were not described that way if other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.